Event description:
See h10.

Manufacturer narrative:
Describe event or problem: additional information was received on 29jun2018 stating the following: the wire inserted thru the cook chiba biopsy needle, 18g x 10cm. The needle is then removed. No kinking is noticed prior to insertion thru the needle. The pigtail is then slid over the guide wire with a metal stiffener. The guide wire is then pulled from the pigtail. As it is pulled there is noticeable resistance. Questions had been asked regarding patient demographics and make and model of the drain; however, the customer reported this information is unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
(B)(4). PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a drain placement using a safe-t-j fixed core wire guide, the wire frayed as the end of the wire stretched off while the physician was pulling it out of the pigtail catheter. To date, additional information regarding the patient and event are unknown. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the drawing, manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate personnel were notified about this event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
H6: method code: (4114) device not returned, results code: (3221) no findings available, conclusion code: (4315) cause not established. Investigation/evaluation: a review of the drawing, manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device was not provided; accordingly, a review of the device history record and the complaint history could not be conducted. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.